Event description:
The customer reported a leak from inside the coulter lh 750 hematology analyzer and could not identify the source of the leak. The customer did not specify the volume of the leak but indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered that the customer had resolved the leak prior to the fse's arrival. The customer stated that there was a disconnected tubing at the blood sampling valve (bsv) and the customer proceeded to replace the tubing to resolve the leak. The customer did not specify the affected tubing but indicated that the instrument operated without any leaks following replacement of the tubing. The fse then evaluated the instrument and noticed that the leak from the bsv had damaged the differential heater. The fse replaced the differential heater and verified the repairs as per established procedures. (B)(4).